Event description:
During intraoperative massive blood transfusion, the belmont rapid fluid infuser alarmed "overheated" and slowed the rate down. The patient was becoming increasingly hypovolemic thus staff disconnected the machine and had to obtain a second device from nearby ICU. There was issues with supplies and staff had to run to a different ICU on a different floor to obtain needed supplies. It is possible contraindicated fluids were used with the device.